Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on both the right atrial (ra) lead and right ventricular (rv) lead due to oversensing of the minute ventilation (mv) signal. These leads are non-boston scientific products. Variable impedances were reported on both leads additionally, the ra lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. Boston scientific technical services recommended not to program the rv lead only as this would only give one options and not to turn off the (sam) feature. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on both the right atrial (ra) lead and right ventricular (rv) lead due to oversensing of the minute ventilation (mv) signal. These leads are non-boston scientific products. Variable impedances were reported on both leads additionally, the ra lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. Boston scientific technical services recommended not to program the rv lead only as this would only give one options and not to turn off the (sam) feature. At this time, this rv lead remains in service. No adverse patient effects were reported.